Event description:
It was reported that during a vaginal hysterectomy, the device made a loud cracking sound on the fourth firing and it fired malformed staples on the last firing. The procedure was completed with a like device. There was no patient consequence.